Event description:
The international customer reported the ventilator went vent inop during normal ventilation operation due to a data acquisition pcba adc reference failure. The customer reported the device was in use on a patient and there was no patient harm. The nurse reported the device had a visual alarm but no audible alarm at the time of the reported event. The manufacturers service technician was able to induce the reported problem during testing. The service technician reported the device was alarming during testing. The service technician replaced the data acquisition and motor controller pcb boards, the data acquisition pcb to motor controller pcb board cable, and gas delivery system to address the reported problem. Performance verification testing was completed to operating specifications.

Manufacturer narrative:
Gas delivery system.